Event description:
The manufacturer received information alleging that the ac power indicator did not disappear for a while after the ac power cord was unplugged and that ventilator service required alarm occurred while the trilogy evo, japan device was in patient use. There was no allegation of harm or injury reported. During the evaluation of the trilogy evo, japan device at the manufacturer's service center, the customer's allegation was confirmed. An error indicating that the software detects that the power path hardware has failed for ac, detachable li-ion battery or internal li-ion battery, or the software cannot reset the diode mode latch. The service technician reported that this suggests that a failure occurred in power managing, system board therefore the power management system board was replaced. Additionally, the technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. Confirmed the software version is 1.06.10.00.